Event description:
It was reported that this cardiac resynchronization therapy defibrillator displayed a red alert due to exhibiting high out of range impedance measurements and high pacing thresholds on the right ventricular channel. Reprogramming of the device was performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator displayed a red alert due to exhibiting high out of range impedance measurements and high pacing thresholds on the right ventricular channel. Reprogramming of the device was performed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Manufacturer narrative:
Updated information: the "no problem detected" conclusion code was selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews. That is, the complaint device was not returned to boston scientific, therefore, product analysis could not be performed. Product record reviews did not identify a product quality issue or new patient harm. Available information did not contain objective evidence of device defect/malfunction. At this point, it can be concluded that unknown factors most probably contributed to the event. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator displayed a red alert due to exhibiting high out of range impedance measurements and high pacing thresholds on the right ventricular channel. Reprogramming of the device was performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator displayed a red alert due to exhibiting high out of range impedance measurements and high pacing thresholds on the right ventricular channel. Reprogramming of the device was performed. This device remains in service. No further adverse patient effects were reported. This device was explanted and returned to boston scientific without an allegation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Updated information: the "no problem detected" conclusion code was selected based on lack of objective evidence of a device defect/malfunction and passing product record reviews. That is, the complaint device was not returned to boston scientific, therefore, product analysis could not be performed. Product record reviews did not identify a product quality issue or new patient harm. Available information did not contain objective evidence of device defect/malfunction. At this point, it can be concluded that unknown factors most probably contributed to the event. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the complaint description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.